Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (500 mcg/ml at 50 mcg/d) via an implantable pump for unknown indications for use. It was reported that the patient claimed they never experienced the benefit of therapy since implant. The hcp felt that the catheter may have slipped out of the space directly following implant (although the hcp does not know for sure). The patient reported no falls or unusual activity. The hcp also stated that the patient had a spinal leak following initial implant, but that had resolved without intervention. After the patient kept complaining of no benefit from the therapy and several increases in their dose, an x-ray was taken and revealed that the catheter was out of the intrathecal space. The hcp replaced the spinal portion of catheter in surgery. It was noted that the catheter was coiled at the bottom of the spine having come out of intrathecal space. The hcp used the 8782 kit and put the spinal portion up to t7. The hcp anchored this and then cut off the spinal portion of the old catheter. The hcp then spliced the new spinal portion to the proximal old catheter through  the back incision. The hcp performed a catheter access port withdrawal and got good flow of cerebrospinal fluid. The issue was resolved at the time of report. The patient's weight and medical history was asked but unknown. The patient's status at the time of report was alive, no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.